Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The caller reported that at 1:20 pm the customer experienced low blood glucose symptoms of sweating, fatigue, loss of stability, and slurred speech. The granddaughter tested the patients blood glucose and received a result of 146 mg/dl on the aviva system. The granddaughter treated the customer with soda and called the emt's. The emt's arrived at 1:40 pm and they received blood glucose results of 124 mg/dl and 152 mg/dl on their device. The emt's did not provide any treatment to the customer. The granddaughter then treated the customer with chicken, vegetables, and a banana. After treatment the customer received a blood glucose result of 153 mg/dl at 2:08 pm on the aviva system. The customer was not transported to the hospital.